Event description:
It was reported that this pacemaker was exhibiting intermittent loss of capture (loc) and noise were observed on the right ventricular (rv) lead, with no asystole greater than two seconds reported. A right ventricular lead revision had been planned; however, during preparation for the procedure, additional noise was noted on the right atrial (ra) lead, resulting in cancellation of the procedure per physician discretion. It was further reported that the patient will be referred for extraction of both leads and implantation of a new system. Technical services (ts) reviewed the available data and indicated that noise was not oversensed on the presenting rv electrogram; however, findings were consistent with rv loss of capture, with evidence suggestive of intrinsic ventricular escape rhythm. Ts also noted that no ra lead noise was observed on the presenting electrogram. As of this time, this pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product remains implanted and in-service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.